Event description:
Medtronic received information that after priming, but before use of an affinity nt oxygenator, the customer reported that the product interface was broken and leaking. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information: the outer packaging was not damaged.

Manufacturer narrative:
Conclusion: reported event was not confirmed. Medtronic received information that after priming, but before use of an affinity nt ox ygenator, the customer reported that the product interface was broken and leaking. Product was not returned for analysis and is not expected from the customer; therefore, event could not be confirmed. Insufficient information is available to determine specific leak location, use conditions, or other details so the cause of the event cannot be determined. The serial number of the device was also not reported so device specific manufacturing documentation cannot be reviewed. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.